Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would not communicate with external devices due to the patient stopped recharging their scs system approximately 8 months ago. Reportedly, the patient programmer displayed an error message indicating the device as inoperable. As a result, surgical intervention was undertaken where the ipg was replaced resolving the issue.